Event description:
It was reported that the patient was experiencing inadequate pain relief. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well post-operatively. The explanted lead was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: (B)(4).